Event description:
According to the reporter, during a laparoscopic bariatric procedure, from the beginning of the procedure, the trocar presented continuous leakage. It was noted that there was a rapid loss of pneumoperitoneum. The device was changed to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a video were available for evaluation. Visual inspection noted the obturator, seal housing, stopcock and cannula appeared intact. The circular seal and duckbill seal appeared intact. Functionally, the device passed an air leak test. However, the duckbill seal failed under manual manipulation with an endo peanut. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The heights were noted to be higher than expected. It was reported that the trocar presented continuous leakage. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. It was also reported that the trocar presented continuous there was a rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.